Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the attachment device and motor device were heating up when in use together. There were no delays to the scheduled surgical procedure as an identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had failed cutter insertion. It was further observed that the bearings were worn, loose and out of axial alignment, which caused the device to fail for vibration. It was determined that worn and loose bearings normally create a situation where the cutter is not able to be inserted. If a cutter device was able to be inserted with this type of damage and the device was run, heat and vibration would have been created from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.